Event description:
During routine testing of the device, the user observed a broken ground pin on the direct current control board channel "b". No other details regarding the nature of the event were provided. Since the event occurred during non-clinical, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.